Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/03/2016 with the following findings:during investigation, the battery compartment was cracked below the grip pad. Unrelated to the original complaint, the display was dim and pink. Th6h iasd drietpioornta li se vmaalduea tuinodne rc otdhees :r emqeutihroedmse nctosd eo-f 3t3h1e7 medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
Hold for lois 12/22/2016